Event description:
Customer reportedly received results of 62 mg/dl and 283 mg/dl within 10 minutes on the same device. No symptoms with either reading. Customer tested her blood glucose on her daughter's meter and dosed herself with insulin based on that result (108 mg/dl; normal reading for customer). Customer was hospitalized with a prolapsed bladder (unrelated to diabetes) and is on peritoneal dialysis (unknown if there is drug interference). No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.